Manufacturer narrative:
Intuitive has received the tip-up fenestrated grasper instrument associated with this complaint and completed investigations. Failure analysis (fa) investigations did not replicate nor confirm the customer reported complaint. Visual inspection did not reveal any damage or gap between the main tube and the proximal clevis. The instrument grips were manually manipulated, the grip tips opened and closed properly. The instrument was tested on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. No product issue related to the complaint was found. Additionally, the instrument was found to have one severely bent grip, causing a 1.39 mm offset misalignment of the grip-tips. Even though the grip tip was bent, it still moved and grasped during testing. The grips were not found to have cracking damage. Image review: the image shows the wrist of a da vinci instrument. There is a red mark where the main tube meets the metal wrist. It was unable to be determine if the red mark is a small piece of tissue, dried blood, or a physical defect in the instrument.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection procedure, the wrist of the tip-up fenestrated grasper instrument was caught on lung tissue resulting in a lung injury that required a staple closure. The tissue removed due to this event was not intended to be removed as part of the original procedure. The surgeon stated there was no bleeding, post-operative complications or concerns regarding long-term complications related to this event. The procedure was completed robotically, and the patient has been discharged home.